Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg 54 mg/dl). Customer thought there was a delay in the absorption of insulin and subsequently, customer delivered more insulin. Customer did not allege there was any issue with the pump delivery system. Carbohydrates were consumed to address bg. Recommendation was made to discuss the event with a healthcare provider.